Event description:
It was reported that the patient was admitted on (B)(6)2023 due to abdominal hematoma and blood loss anemia. Heparin was stopped but no other treatment was given. The patient was ultimately discharge on (B)(6)2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The patient remained ongoing on (B)(6) until it was exchanged on (B)(6)2023. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use) (rev. C) lists bleeding as a potential adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii lvas. The IFU includes information regarding recommended anticoagulation therapy and international normalized ratio range, as well as the suggested modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.